Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a loose grip cable with no visibly broken cable at the wrist. The grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The instrument housing was removed and the grip cable was found to be broken at the clamping pulley. Fa found the primary failure of a broken grip cable at the proximal end of the instrument to be related to the customer reported complaint. The root cause of the broken grip cable at proximal is attributed to a component failure. Additional observation was also identified: signs of corrosion/contamination were found on the fenestrated bipolar forceps instrument bearings upon housing removal. Input disk bearings exhibited brownish-orange discoloration. Improper cleaning during reprocessing most commonly causes this failure. Fa found the additional failure of corroded/contaminated bearings to be related to the customer reported complaint. Additional observation was also identified: the fenestrated bipolar forceps instrument main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.65" in length and were not aligned with the tube axis. The root cause is attributed to the mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Fa found the additional failure of the scratch marks on the main tube to not be related to the customer reported complaint. The fenestrated bipolar forceps instrument failed the electrical continuity test because of a broken conductor wire at the main tube/roll gear junction. Fa found the additional failure of a broken conductor wire at proximal end to not be related to the customer reported complaint. As a result, energy activation would not work if activated on the system. The root cause of the broken conductor wire at proximal is attributed to a manufacturing issue. No image or video of the last procedure was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part number 470205-17/ lot number n101806290034) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used in a procedure on ((B)(6)2020 via system sk1200. The alleged instrument had 5 uses remaining after the last procedural use. This complaint is reportable malfunction event based on the failure analysis findings. The fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the fenestrated bipolar forceps instrument was not working. The procedure was completed with no reported injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.